Event description:
(B)(4). Event occurred in the united states. The patient reported that a night before this report, the infusions sets leaked as tubing came detached at the quick release. It was reported that the quick release was not tightly connected. There was no visible cracks or splits. The pump was dropped with the set in place. In the investigation, it was found that the tubing was detached from the tubing connector. No further information available.